Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, contrast was used for cholangiogram. After subsequent stone extractions, contrast could not be injected through the device, and it was "refluxing" out of handle. The procedure was completed with another type of device. The complainant confirmed that no damage was noted on the device, and the patients anatomy was not abnormal. There were no patient complications reported as a result of this event. The patient has been discharged. This event has been deemed a reportable event based on the investigation results; side-car damage and side-car push-back.

Manufacturer narrative:
A visual examination of the returned device found the side-car to present push-back and a tear. No other visual anomalies were noted. Functionally the basket was able to extend with no issues. Furthermore, water was injected through the device and no leakage at the handle was found. The returned device was disassembled for examination of the internal components and it was determined that the device was assembled properly. The condition of the returned incident device was not consistent with the complaint; handle leaks. During functional testing no leaks at the handle were noted. It is likely however, that contrast may have dried within the device after the initial injection which may have prevented subsequent contrast injections. Moreover, during device evaluation it was found that the side-car presented push-back and was slightly torn. The most probable root cause is operational context as excessive force was most likely applied to the device due to anatomical or procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).